Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, infection was observed on the device. Device was explanted and a new device was implanted. Patient was stable post procedure and will continue to be monitored.